Manufacturer narrative:
The device has not been returned for investigation. A visual or functional inspection of the product involved in the complaint could not be conducted since the product or a picture of the defect was not provided. No additional tests were performed as part of this complaint investigation. The device history record of batch number 74m1900842 that belong to catalog number a-6000-08lf has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events

Event description:
It was reported that the customer reported leaking from the red connector; chest fluid has leaked from the connector onto the floor. Not only does this pose a slip and infection control hazard, but negatively impacts the effectiveness of the drain. The device can still be used if you forcibly push the tube into the connector but ideally we should not have to be doing this.